Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle at the sensor was missing. The customer¿s blood glucose level was 12.5 mmol/l at the time of the incident. Customer was not reporting sensor needle fracture while in the body. Sensor will not be returned for analysis.